Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the gas delivery engine (gde) required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it is autocycling and will not stop. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a intermittent failed flow control valve.